Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: (B)(4).

Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) was used for treatment and became stuck in the vessel. Attempts to free the oad were unsuccessful. The patient was sent to an additional surgery to successfully remove the oad. The patient was stable.